Event description:
During shift check, the autopulse platform (sn (B)(6) ) displayed fault 16 (timeout moving to take-up position) upon powering on and could not be cleared. Also, the autopulse platform intermittently switches to user advisory (ua) 42 (force overload tripped) (force overload tripped). The customer tested the autopulse platform by installing a new lifeband, but the issue persisted, and the platform could not compress. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) ) displayed fault 16 (timeout moving to take-up position) was confirmed during the functional testing and the archive data review. The customer's complaint that the autopulse platform intermittently switches to user advisory (ua) 42 (force overload tripped) was confirmed during the archive data review. Technical investigation revealed that the root cause of the reported fault 16 and ua42 was an unplugged cable connection from the load cells to the processor board. Unrelated to the reported complaint, a crack across the screw well area of the front enclosure handle was noted upon visual inspection. The root cause of the observed physical damage was likely attributed to user mishandling, such as a drop. The front enclosure will be replaced to address the observed physical damage. The archive data indicated fault 16 and ua42 around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to fault 16 displayed during the first compression, confirming the reported complaint. The cable connection from the load cells to the processor board was plugged and locked securely to address the reported complaint. Upon service completion, the autopulse platform will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
**UDI related data quality updates only.**